Event description:
Based on the information received on 06-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a female patient of unknown age who received treatment with synvisc one and later after unknown latency had red, hot and swollen knee. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021, expiry date: unknown). On an unknown date, after unknown latency the patient had red, hot and swollen knee. Physician thought it was septic but it was not septic. Patient was doing better now. Action taken: unknown. Corrective treatment: not reported for all the events. Outcome: recovering for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 06-dec-02017 and 05-jan-2018 (both information processed together with clock start date of 06-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 5-jan-2018: the follow up information received doesnot change previous case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced injection site redness, joint warmth and knee swelling. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 06-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 06-dec-2017 from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after 2 days had pseudoseptic reaction. Also, device malfunction was identified for the reported lot number. No past drugs was provided. Patient had no known drug allergies. Concomitant medications included meloxicam for osteoarthritis; sertraline hydrochloride (zoloft); atorvastatin calcium (lipitor) for hypercholesterolemia and ascorbic acid (vitamin c). Patient had irregular heart beat. On (B)(6) 2017 the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/lot number: 7rsl021, expiry date: 30-may- 2020) for right knee osteoarthritis. On (B)(6) 2017, after 2 days of receiving injection, the patient had red, hot and swollen knee. Patient complained of pain and swelling in right knee post injection. Ketorolac tromethamine was prescribed to pharmacy by doctor. Patient was diagnosed as having pseudoseptic reaction to synvisc one injection. Physician thought it was septic but it was not septic. Patient was doing better now. Corrective treatment: ketorolac tromethamine (toradol) for pseudoseptic reaction outcome: recovered for pseudoseptic reaction reporter causality description: related a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4) an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 06-dec-02017 and 05-jan-2018 (both information processed together with clock start date of 06-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 18-jan-2018. Concomitant medications and medical history was added. Events of red, hot and swollen knee were updated from diagnosis to symptom of pseudoseptic reaction. Suspect product details updated. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 18-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and had pseudoseptic reaction to the injection. Based on reported information a temporal relationship cannot be ruled out with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.